Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a syncopal episode and pericardial effusion on the evening of implantable pulse generator (ipg) implantation. Contribution of the delivery system could not be ruled out. The ipg remains in use. No further patient complications have been reported as a result of this event.